Event description:
It was reported when using the pyxis medstation es system, the device not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e2, e3, e4, g1, g2, h2, h4, h6, h 11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was not detected on the bus. A field service engineer assisted the customer by remote support services and confirmed with the customer that the cubie pockets were recovered. The system functioned as intended after the field service engineer confirmed with the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.